Event description:
It was reported that the patient's recently implanted lead had tripped an alert, had impedance fluctuations and that the pacing thresholds had increased. The lead is still in use and being monitored. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. One patient alert for lead failure predictor on (B)(6) 2010 21:00:04. Daily pace impedance trend data shows ventricular pace bi impedance varying, from ventricular pace bi impedance= 912 to 285 ohms minimum between (B)(6) 2010 and (B)(6) 2010, then returning to 950 ohms on (B)(6) 2010.